Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that a 1.5 minute stall was seen in the pump logs from (B)(6) 2015 as well as two other motor stalls. The dates of the other two stalls were unknown. One stall was noted to not have a recovery, however that stall was never clearly found. Additional information has been requested regarding the dates of the stalls; the devices involved; symptoms; troubleshooting and diagnostics performed; actions/interventions taken; patient outcome; potential causes; medical history; concomitant medications; drug lot#; and dose and concentration, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.